Manufacturer narrative:
The field service engineer (fse) found the tubing at pv 66 (pinch valve 66) was worn and needed replacement. The fse replaced the tubing at pv 66 to resolve the leak. (B)(4).

Event description:
While running shutdown, the customer reported a leak of cleaner at the top of the coulter hmx hematology analyzer w/ autoloader. The volume was reported as approximately 3 ml and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.